Event description:
It was reported the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels, vomiting, and becoming unconscious. Customer was treated through intravenous insulin and insulin injections, and expected to be released from the hosp on (B)(6) 2015. Customer changes cartridge and infusion set every week and a half. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.